Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977c165, serial/lot #: (B)(4), ubd: 02-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient was lifting an object and felt a pop in his back. He the then started to have rib stimulation. Rep had him change to program b and the rib stimulation went away. Rep advised him that he may need an x-ray to see if the leads had moved. He went in to see his healthcare provider (hcp). He is the implanting physician and the took an x-ray of his leads on (B)(6)2021. Rep has not seen the images of the x-ray yet. Rep have not been able to interrogate his battery to run any tests at this time. Programming b has not helped with his everyday pain so far. Following the dtm workflow on increasing his stimulation. The manufacturer representative reported on (B)(6) 2021 that the patient had his x-ray and the implanting surgeon did think that it may have moved slightly at the bottom of the lead. It is thought that the patient may have "popped" some scar tissue. All impedance measurements were within normal limits and all connections were normal. The manufacturer representative successfully programmed the patient using dtm programming a with no uncomfortable stimulation. The patient has not contacted the manufacturer representative or health care professional since the stimulation adjustment.